Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4)implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4)implanted: (B)(4) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2007, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient indicated that they wanted their spinal cord stimulator (scs) removed due to "is not doing anything." The hcp did not know if the scs had been reprogrammed. No symptoms were reported. Relevant medical history includes radiculopathy. No cause or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient indicated that it was not helping with the pain. The patient had an appointment for (B)(6) 2015 for actions/interventions to resolve the lack of effect. If additional information is received, a follow-up report will be sent.